Event description:
It was reported that the patient experienced a 'tingling sensation' in her right leg. It was noted that this sensation was felt from the 'top of the leg to the toe.' It was further noted that the patient was also felling a shocking sensation in the leg. The patient noted that this started when the device was implanted in (B)(6) 2012. It was noted that the patient used the patient programmer to turn the stimulation low, but 'it only helped for a bit and the tingling came back.' Additional information received reported that the cause of the event was unknown. It was noted that there was 'one circuit with failed impedance' and the device was reprogrammed on (B)(6) 2012 to 'omit that circuit.' No patient injury was reported.

Manufacturer narrative:
Product ID 3889-28, lot# v995598, implanted: (B)(6) 2012, product type lead; product ID 3037, serial# (B)(4), product type programmer, patient. (B)(4).